Event description:
It was reported that the subject device was used by the customer to remove the sutures of the j-tube instead of endo scissors. The suture then got stuck in the loop and the customer had to go in with a second scope and actual endo scissors to free the other scope and loop. The surgery was prolonged for about an hour. There were no reports of patient harm.